Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to communicate with the test blood glucose meter or carelink pro due to a faulty electrical component on the radio frequency board. The insulin pump was received with normal operating currents and passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received radio frequency pic failed self-test. The customer's blood glucose level at the time of incident was 140mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.